Event description:
It was reported that during an unspecified endoscopic procedure, the stent kinked. A perc bil drain stent had been selected to treat an unspecified lesion. During introduction, the stent kinked and "the touch of the stent became softer and he can see that it is slippery during its usage". The procedure was completed with a different device. The patient's current condition is listed as "stable".